Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased shock impedance measurements greater than 125 ohms. Additionally, an inappropriate shock for sinus tachycardia was delivered. The physician elected to monitor the patient at this time. To date, no adverse patient effects were reported as a result of this clinical observation.